Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the field representative was unable to locate the patient profile because the device serial number belonged to a different patient. The alternative patient profile was deleted, and the correct patient profile was updated and associated correctly. The network remains in use. There was no patient involvement.